Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load process. The customer made multiple attempts and eventually was able to load a cartridge. Reportedly, the customer expressed a health concern because their supply of insulin was reduced due to the event. The customer's blood glucose level was unknown.